Manufacturer narrative:
The technician found a problem with the CPR cable mounting on the okin drive. The technician used a linak head drive to repair the bed.

Event description:
Information received indicates the head section is ratcheting down.